Event description:
It was observed that the system taper dose level increased to 50% after performing a software upgrade. The entrance exposure rate was observed exceeding 10r/min. A pt was not involved and no injuries were reported. The concern is for x-ray overexposure.

Manufacturer narrative:
It was determined that the upgrade did not require recalibration of the system dose. After calibration was performed, the system functioned as intended and the problem could not be reproduced at the site. Investigation into cause is ongoing.